Event description:
Covidien received information stating that an 840 ventilator had a blank display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The software was then upgraded to the current revision. The unit passed all testing and operates within the manufacturing specifications. (B)(4).